Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(6) 2015 no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unk mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2001 and tvt was implanted concurrently with vaginal hysterectomy, anterior and posterior colporrhaphy, sling colposuspension, and cystoscopy. It was reported that she experienced undisclosed injuries. No additional information was provided.